Event description:
It was reported that the customer went to the emergency room for two consecutive hypoglycemic episodes, and the blood glucose was 1.5mmol/l. It was stated that the customer broke two rib bones and had muscle tearing damage. The customer was wearing the insulin pump at time of admission, but they took her off the device and was treated with manual injections. The caller also mentioned getting no delivery alarms. Troubleshooting was performed, and no damage to the drive support noted. The upper right corner of the lcd screen had a crack on it. The time, date, basal rates, and bolus wizard settings were correct. The insulin pump was exposed various times to an MRI and x-rays in the past. Performed the displacement and self tests and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.